Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was related to the communicator emitting a red call doctor icon. This is related to a situation that requires special attention with the device. The crt-p remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was related to the communicator emitting a red call doctor icon. This is related to a situation that requires special attention with the device. According to the field representative the communication issue was resolved with troubleshooting. The crt-p remains in service at this time. No adverse patient effects were reported.